Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous right coronary artery. A 3.5x38mm promus element stent was selected and advanced to treat the target lesion. During post dilatation, a 15mmx4.0mm nc quantum apex balloon catheter was used and the balloon ruptured at 16 atm on the third inflation.. The device was removed intact. The procedure was completed with a different device. No complications were reported and patient's status was good.

Manufacturer narrative:
Patient's age at the time of event: patient over 18 years. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).